Manufacturer narrative:
The device was later explanted and was replaced with another boston scientific ICD. The explanted device has not yet been returned for laboratory analysis. This report will be updated when additional information becomes available.

Manufacturer narrative:
The device remains implanted. No adverse patient effects were reported. This report will be updated when additional information is received.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. A red alert was issued in latitude for this battery status change. The monitoring voltage was 2.69v and the charge time was 34.0 seconds. Latitude showed elective replacement indicator (eri) battery status had been declared the previous month.

Event description:
The device was later returned for analysis.